Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative (rep). It was reported that the pump may have slipped out of the pouch it was initially implanted in. The patient was losing weight and the pump started to move around 'a bit' in the pocket; she noticed it 'earlier in the year.' The pump was replaced due to normal eri (elective replacement interval), and during the replacement it was noted that the pump was not sutured down. The doctor sutured down the replacement pump. The issue was resolved. The patient status was 'alive - no injury.' The pump was in the rep's possession and would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, who was also a physician, regarding a patient who was receiving hydromorphone of unknown concentration at an unknown dose rate via an implantable pump for cancer pain. It was noted that they think the patient was receiving 50 mg/ml of hydromorphone via the pump. It was reported that a pocket fill had occurred on (B)(6) 2018. It was noted that they were able to aspirate about half of the medication from the pocket fill. The patient experienced withdrawals on (B)(6) 2018. The patient was in severe pain, was throwing up, and had diarrhea. The pump was alarming. A non-critical low reservoir alarm occurred on (B)(6) 2018 and then a critical alarm occurred on (B)(6) 2018. The patient¿s primary healthcare (phc) provider was supplying the patient with medication to get through until the withdrawals are over and the pump is filled. The phc gave the patient 30 more pills of 4 mg hydromorphone and oral clonidine 1 mg per dose. The patient was also given zofran for illness and hydroxyzine which is used for anxiety, sickness, chills, and high blood pressure. The reporter was calling to get a company representative¿s direct contact information in the area. It was reviewed that any managing physician can call the manufacturer and request to have a company representative in the area paged. The patient¿s managing physician was trying to get the patient scheduled for a fill on (B)(6) 2018 or (B)(6) 2018. It was further noted that they a re trying to get the medication ordered. Physician listings were provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The returned pump was interrogated and as per the logs dilaudid with concentration 10 mg/ml was being administered. Analysis of the pump revealed a hybrid / watchdog reset occurred of an unknown cause. The pump had been sent out to mtc for further hybrid testing. Analysis further noted the pump was returned with no anomalies in the logs; however, during analysis decontamination the pump suffered a watchdog reset during an update for unknown reasons. It was noted that the pump¿s top shield was cut open in preparation of doing a battery resistance test. A high impedance test was performed. A reset occurred during initial readout (ir) data collection. The conclusion code pertains to the pocket fill. The conclusion code pertains to the pump not sutured down. The conclusion code pertains to the analysis finding regarding hybrid/watchdog reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the initial report indicated product problem in error and should have indicated adverse event and product problem. Intervention required to prevent permanent impairment/damage was not checked in the initial report in error. The initial report indicated malfunction in error and should have indicated serious injury regarding type of report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.